Event description:
The unit could not be booted and it did not work. The product problem was discovered on the pt's second day was in the intensive care unit (ICU) after the pt had a decompressive craniectomy or severe traumatic brain injury with icp monitoring. The catheter used as a 1104g (subdural post craniotomy icp monitoring kit). The ICU nurse found the cam-01 was suddenly in a black screen. There was no pt harm or injury. A replacement product was available to be used; reconnected to another cam-01. There was no surgery procedure delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.